Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet did not charge on a charge pad that displayed a blinking indicator, despite repositioning the device and trying multiple outlets, after which moving the charge pad to a different outlet resolved the issue and the ilet began charging with a steady indicator. No adverse clinical effects or symptoms reported. Outcomes included no impact beyond temporary charging interruption and no alarms. Investigation included customer troubleshooting and education with outlet changes and device repositioning. Investigation of this case revealed a charging functionality issue consistent with a power supply or charging base performance concern that was alleviated by use of a different outlet, indicating the device and pad were able to charge as intended under proper power conditions. It was concluded, based on previously established findings for similar reports, that the cause was inconsistent external power supply conditions.